Event description:
Orthodontist reported that during the debonding of a clarity ceramic bracket, tooth dentin was exposed when a piece of enamel approximately 2mm in diameter and 1 to 1/2mm in depth was removed from the buccal surface of an upper right first bicuspid tooth. Orthodontist repaired the tooth with composite material.